Event description:
It was reported that during a gastrectomy procedure, there were malformed staples. A lot of staples (about 30%) of two cartridges were malformed. The staples were unformed or had an l-form shape or had a b-form shape but too loose. They had to perform manual sutures to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. : information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what device code were they using with the cartridges? Long60a. On what tissue type was the device used? At what location on the tissue? On the stomach, close to the diaphragmatic pillar. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. Echelon straight/flex: flex. During which stroke did the event occur? They saw that the staples were not formed as usual after opening the device, it was the second third that didn't push the staples on the tissue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No it was in the continuation of the staple line doing the sleeve gastrectomy. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.